Event description:
During follow-up, post-paced t-wave oversensing was observed. Abbott technical support was contacted and suggested reprogramming the device. No intervention was performed. The patient was in stable condition and will continue to be monitored.